Manufacturer narrative:
The facility called in to technical services to report the problem. During the conversation, it was discovered that the technician had not inserted the vented gas forced infusion (vgfi) filter of the tubing set on to the vgfi port of the console. This was what caused the advisory message to be displayed. The system was then set up correctly and the case continued. Preventive maintenance was requested and completed. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system advisory" (device displays error message). A customer reported a system advisory during vented gas forced infusion (vgfi) setup. The case was scheduled as a cataract/vitrectomy procedure, but the vitrectomy portion of the case was canceled. The facility called technical services to report the problem. It was discovered that when the technician turned on the vgfi, he did not insert the vgfi filter onto the vgfi port of the console and the advisory occurred. The technician was advised to do so and the case continued. There was no patient injury reported.